Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: visual inspection revealed that the battery compartment was cracked on the side, extending from the threads to the grip pad. The returned battery cap was found to be stuck in the pump and would continuously spin when attempting to remove due to battery compartment crack and stripped battery compartment threads. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.